Event description:
They have experienced multiple failures of the "22f/22m" flow sensor on the ohmeda 7900 anesthesia ventilator. The sensor tubing fractures easily. The fracture is very difficult to detect. When fractured, the ventilator will not deliver the desired tidal volume. This had happened in the middle of emergency cases, as well as during elective anesthetics. A protective housing provided by ohmeda does not prevent the problem, but actually makes it more difficult to detect and repair. This problem has been reported in the literature. See anesth analg 1999; 89:1587. This is a very serious problem on these ventilators. Although the co may no longer make these ventilators, the ones already in svc should be recalled and replaced.